Event description:
Boston scientific received information that this left ventricular lead (lv) displayed high thresholds and loss of capture three days post implant. Further investigation found that the lead had dislodged. The lead was explanted and a new lead was successfully implanted. No adverse effects were reported.

Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated when further information is received.

Manufacturer narrative:
This lead was returned for analysis. Upon receipt at our post market quality assurance laboratory the lead was analyzed and no issues could be found. The lead was found to be with in specification.

Event description:
--